Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A training record was not found for the physician. The angio-seal device instruction for use (IFU) caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use the device, e.g. Participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease.

Event description:
It was reported that a 6f angio-seal was deployed in the right common femoral arteriotomy post cardiac catheterization and stenting of the left anterior descending coronary artery. Hemostasis was successfully achieved. A pre-deployment femoral angiogram was performed prior to deployment. The pt was transferred to medical telemetry floor and within 30 minutes complained of numbness and tingling in the right foot. The foot was cool and looked pale. The pt was brought to the special procedures room and the left common femoral artery was accessed. Using a contralateral approach, a right lower extremity angiogram was performed which revealed a critical 95% stenosis of the right common femoral artery (rcfa) with an overlying internal filling defect at the site of the angio-seal anchor. There was poor distal flow beyond the stenosis. The right superficial femoral artery had diffuse 20% mid and distal segment stenosis. The right anterior tibial artery had an ostial 90% stenosis and there was a 100% occlusion of the tibioperoneal trunk. A stent was placed in the rcfa. A repeat angiogram revealed no residual stenosis and there was no evidence of any distal embolization. The pt was transferred back to the medical telemetry floor with excellent posterior tibial pulses. The pt's foot was warm and the pt was asymptomatic. The pt received 3000 units of heparin during the procedure. The pt has a history of coronary artery disease.